Event description:
It was reported that during a ptca procedure, after two hours to place the wire, the balloon bacame stuck on the wire after inflation. The balloon and wire were removed without incident. No patient injuries or complications occurred.